Event description:
Customer experiencing low suction on pump. Customer claims sore, cracked and bleeding nipples. Customer indicated that the pump is her sister-in-law's pump.

Manufacturer narrative:
A medela representative advised that the customer discontinue use of the pump, as it is a single user device. The customer was offered lanolin and hydrogel pads to help with the healing of her nipples. The pump was not returned to medela for evaluation/investigation. No additional information was provided past the initial complaint report; therefore, no conclusion can be drawn as to the definitive cause of the event. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.